Event description:
It was reported that on (B)(6) 2022 the patient's spouse found the patient deceased at home. The cause of death, whether the death was device related, and whether the device operated as expected, are all unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient's spouse found the patient passed away in bed on (B)(6) 2022. The log files noted that the system controller had completely lost power resulting in a pump stop and that the time stamp restarted. The log files also noted high speeds of as high as 10000 rpm. A possible phase to phase short or broken wires was believed to be involved, along with a driveline fracture. There were also cell battery low events in the log file indicating that the power to the controller lights and alarms was lost. The cause of death, whether the death was device related, and whether the device operated as expected are all unknown.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the patient's outcome could not be conclusively determined through this evaluation. The account reported that the patient had multiple controllers and it was unclear which controller the patient was supported by at the time of the event. All equipment had been recycled with the exception of a single controller (MFR # 2916596-2023-00350). Log files from what appeared to be a backup controller (epc-11010) were submitted for review and did not appear to contain any information from the time of the patient's outcome. Of note, there were no events indicative of a potential driveline fracture captured within the submitted files. The pump was not returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists adverse events that may be associated with the use of heartmate ii lvas, including death. The relevant sections of the device history records for vad-7705 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.